Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported their keypad was unresponsive to clear the alarm. The customer also stated the insulin pump would not turn on properly. The customer's blood glucose was 150 mg/dl at the time of incident. Customer also stated their blood glucose rose to 380 mg/dl and was treated with a manual injection the night prior. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.